Manufacturer narrative:
It was reported to arjo by the orlando va medical center located in orlando, USA that there was an event with the involvement of arjo sara 3000 active floor lift and active sling. The sph coordinator stated that the patient was raised from a chair when he decided to let go of the device support handles (grips) and suddenly slipped out of the sling. Sling did not detach from the lift spreader bar attachment points. As the consequence of the event the patient sustained clavicle fracture with slight dislocation and left thigh abrasion. Arjo representative visited the customer facility after the event to perform an interview and device inspection. Sara 3000 lift was found with signs of normal wear: minor scratches, torn handgrip and worn silent blocks and handset cords. The device¿s condition was not considered relevant to the resident¿s fall. No malfunction was found within the sling. It remains unknown whether the patient was correctly positioned for the transfer. Sara 3000 instructions for use (document number kkx81010m-en) provides procedures regarding lifting process: ¿an assessment must be made for each individual resident being raised by the sara 3000 - by a medically qualified person - as to whether the resident requires the lower leg straps when using the standing sling.¿ ¿the resident then must be hold on the resident support grips with one or both hands.¿ to sum up, arjo active floor lift and active sling were used as a system for patient transfer when resident slipped out of a device. There were no abnormalities found within the lift or the sling that could have contributed to the event. The system was performing as intended. The complaint was decided to be reportable due to the patient¿s fall and sustained serious injury.

Manufacturer narrative:
After the incident an arjo representative visited the customer to provide a device inspection. There were no abnormalities found with the lift nor the sling what could have contributed to the reported incident. Additional information will be provided upon the investigation conclusion.

Event description:
Arjo was informed about an incident involving sara 3000 active floor lift and sara 3000 active sling. The safe patient handling coordinator stated that during lifting from a chair, the resident unexpectedly let go of the lift's handles and slipped out of the sling to the floor. The sling remained attached to the spreader bar attachment points. As the consequence of an incident the patient sustained right shoulder clavicle fracture with slight dislocation and the left thigh abrasion.